Event description:
The customer reported that following a diagnostic catheterization procedure 2002, a vasoseal es was deployed. Following the deployment the pt complained of numbness in the right leg and toes and had a loss of pulse. The vascular tech. Was called in to do doppler studies which showed interrupted flow. The pt was then seen by a vascular surgeon and was taken to surgery where collagen was removed from the artery. No further complications were reported.